Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 failed to open. Upon arrival, a field service engineer was unable to reproduce the reported issue and observed no immediate device failures. After accessing the medication application and opening the drawer, a clicking sound was noted during operation, which suggested the sliding rails might require replacement. The sliding rails were proactively replaced. Additionally, the fse returned to the site to proactively replace the sliding rails on auxiliary drawer 7. The station was powered down, the drawer removed, new rails installed, and the drawer reinserted into the unit. After rebooting the device, the drawer was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was jammed and would not open. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.